Event description:
It has been reported that a revision surgery was performed due to the patient having pain and instability. There was some tissue found in the locking mechanism posteriorly. The original surgery was performed in 2007. The poly insert was previously replaced the following year, due to pain. The 2008 revision was reported under MDR # 1020279-2008-00035.

Manufacturer narrative:
Na